Event description:
Patient having roux-en-y gastric bypass surgery had psd veritas staple line buttress used on the pouch and anastomosis. The patient had an upper endoscopy with insufflation of lumen intraoperatively as standard of care. A leak was found at the anastomosis. The leak was successfully treated by oversewing. Patient had no further complications during inpatient stay. Surgeon states that his patient had a previous splenectomy which the surgeon found to attribute to the leak due to adhesions and a thickened stomach. He felt the thickness of stomach with the additional thickness of the buttress lead to the leak.

Manufacturer narrative:
Device lot numbers not reported to manufacturer therefore, manufacture and expiration dates unknown.